Manufacturer narrative:
Final analysis confirmed that the device was in backup mode due to multiple bit flips. After a product download was performed the measured battery voltage was at elective replacement indicator level.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow up. During interrogation the pulse generator exhibited premature batter depletion. A device download could not be performed. The device was explanted and replaced. No patient symptoms were reported. No additional information was available.